Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis. Additional information was received. The local sales representative contacted the hospital and learned that the rv lead was partially explanted due to high pacing threshold measurements and because it contributed to inappropriate shocks being delivered to the patient. The patient's chronic non-boston scientific right atrial (ra) lead was also explanted and the patient was implanted with a new, non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. However, acute respiratory failure and hypotension were reported and were believed to be associated with the extraction and upgrade procedure. The patient subsequently died two weeks after the procedure. It was noted the hospital was in possession of the explanted products and it was unknown if they would be returning the rv lead to boston scientific for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.